Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that fatigue and component failure caused the reported event to occur. Based on the information provided, investigation believes that a faulty lamp may have resulted in an e109 error and failure to power up. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report the image issue on their device and request instruction on how to check the log to identify the error. During a call back, the customer confirmed that the error code was for the lamp igniter, and the spare lamp came on. He went on to note that the lamp itself will need replaced. Tac provided the customer with the instruction manual to aid in the replacement of the lamp. At this time, the device is not scheduled for return. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus visera 4k uhd xenon light source experienced an e109 lamp ignition error during use. According to the initial reporter, the main lamp went out, causing a loss of image and the spare lamp to come on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.